Event description:
During a surgical revision of the subject pacemaker due to atrial and ventricular leads dislodgement, the physician reportedly observed a malfunction of the ventricular screw. For this reason, he used another device to complete the procedure.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a surgical revision of the subject pacemaker due to atrial and ventricular leads dislodgement, the physician reportedly observed a malfunction of the ventricular screw. For this reason, he used another device to complete the procedure.